Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed dat test at 0.08690 inches. No under delivery anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was under delivering. The customer blood glucose level was 225 mg/dl at the time of incident and the current blood glucose level was 197 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pen for high blood glucose level. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer states they perform high pressure test and it passed. The device will be returned for analysis.